Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed error code 6501 [optics system error, lamp failure] on the architect analyzer. The customer stated that they had to send a corrected report on one sample: anion gap pt#11 = 1.0 / 11 with na =136 /139; cl = 104 /106; co2=31 / 22. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
The customer observed error code 6501 [optics systems lamp failure] was generated at the time a negative anion gap on one patient sample was generated. The customer performed instrument troubleshooting including: changing the water bath; replacing mixers, 1 ml syringes and dryer tips, however the lamp was not replaced at that time. Abbott field service replaced the lamp while on site, which resolved the issue. No returns were available for the investigation. A historical search for similar complaints was performed and did not identify any other complaints with this issue. A review of instrument service history revealed no additional erratic or discrepant results reported on c1600962, nor did it identify any service or complaint issues that may have contributed to this issue. A review of labeling shows that adequate information for troubleshooting the reported issue and information regarding maintenance is provided. Based on this investigation the architect c1600962 and the lamp, list number 09d42-02, are performing as intended and no product deficiency or malfunction were identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore the device was not performing as intended.